Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had slow stand movement bodyguard active. Upon functional testing, the fse found that bodyguard was defective. To resolve this issue, the philips engineer installed the bodyguard and performed the sensor adjustment. After which, the system was returned to use in good working order.

Event description:
It was reported to philips that system was unable to perform image processing. No harm to patient or user was reported. We are conservatively reporting this event. A follow up report will be submitted when further information is received.